Event description:
Increasing rv thresh epi lead rv threshold of >l.75v observed in lead trends. Last measured at 2.125v @ 0.4 ms. Pacing threshold increasing since implant. Last measured 2.125v@0.4ms. Sensed r wave also decreasing since implant. Epicardial lead, recent implant, may be normal post-op behaviour for this type of lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).